Manufacturer narrative:
It was determined that the customer¿s water system underwent maintenance activities prior to generating the questionable results. The investigation did not identify a product problem. Water requirements are within the customer¿s responsibility.

Manufacturer narrative:
The ca2 reagent lot number was 705711. The expiration date was not provided. On 08-jun-2023 the customer noticed their water tank was empty. The customer contacted their water supply company who corrected the water issue. Following the maintenance performed by the water supply company, the customer noticed the questionable ca2 results. After the water tank issue was fixed, the customer performed a water bath exchange, primes, and probe washes. The field service engineer (fse) replaced various parts of the instrument including seals, sample probes, and the gear pump head. Precision test results were within specification. The investigation is ongoing.

Event description:
The initial reporter questioned low results for multiple patient samples tested for calcium gen.2 (ca2) on a cobas pro c 503 analytical unit. The customer provided discrepant results for 1 patient sample. The initial result was 6.17 mg/dl. The repeat result from a different c503 analyzer was 9.3 mg/dl.